Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed pacing inhibition due to myopotential over-sensing. No necessary therapy was missed and the patient was asymptomatic. The physician performed programming changes to fix the issue. The patient was stable throughout.